Event description:
A malfunction alarm was reported, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump. The customer successfully reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if the issue reappears.